Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece: the gray exterior handle and screw fell off of handle during tibial cut. Both screw and handle were recovered, no patient harm. Tka procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: it was reported that the handle and screw fell off from the mics during the case product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate 25 devices were manufactured under lot k09v6 and 25 including 4202457 were rejected on 7/12/2017 for coc . A review of qt17-07-0025 revealed that the issue is not related to the failure alleged in this compliant. All parts were accepted 7/13/2017. Complaint history review: a review of complaints related to p/n 209063, l/n k09v6 shows no additional complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Mics handpiece: the gray exterior handle and screw fell off of handle during tibial cut. Both screw and handle were recovered, no patient harm. Tka procedure.